Manufacturer narrative:
Not returned

Event description:
Attorney alleges the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventralight st on (B)(6) 2013 and/or (B)(6)2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.